Manufacturer narrative:
(B)(4). A CAPA was referenced for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a capd disconnect y set was stuck to the bag, and upon separation resulted in a hole in the bag. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection noted excess solvent and tubing stuck to the bag. Functional testing including leak testing, clear passage test and clamp function testing were performed with no issues noted. The reported condition was verified and caused by excess solvent. The source of the excess solvent is unknown. Should additional relevant information become available, a supplemental report will be submitted.